Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was down to 414 mg/dl, 388 mg/dl and went up to 600 mg/dl. Troubleshooting was performed. The customer was treated with manual shots. Customer also mentioned the insulin pump being loud when rewinding. The insulin pump will not be returned for analysis.